Manufacturer narrative:
(B) (4).

Event description:
Per the audiologists, the patient reported poor sound and intermittency with the device. The patient reported over stimulation during reprogramming. The results of an integrity test done (B) (6), 2009 indicate receiver stimulator malfunction. Explant and reimplantation is planned, but had not taken place at the time of this report may 20, 2009.